Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure the proximal femoral nail antirotation (pfna) blade was unable to lock and unlock properly. Another pfna blade was readily available to complete the procedure. No patient harm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the investigations shows the the articles were manufactured according to the specification. Also the function was tested according to (B)(4) and passed. The blade could be screwed together without problems according to (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.